Manufacturer narrative:
(B)(4) product not returned.

Event description:
It was reported that the patient was presented with procedure and high voltage therapy was delivered for oversensing due to cautery. There was an alert for possible high voltage circuit damage. After reloading the firmware the alert was cleared and the capacitor maintenance was successful. The patient was stable.